Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard assembly and system interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up multiple times over a span of a few weeks. No patient serious injury or death was reported related to this event.